Event description:
It was reported that the patient presented in clinic due to a high pacing impedance noted on their right ventricular (rv) lead. The rv lead was capped on (B)(6) 2026 and successfully replaced. The patient was stable.